Event description:
This patient who has a history of traumatic posterior urethral disruption was treated with posterior urethroplasty. He had incontinence following this, and this was managed with an artificial urinary sphincter that was placed. He continues to have near total incontinence. He was brought back for possible downsizing of the sphincter cuff and/or placement of a tandem cuff. The cuff in place was 4.5 cm. The balloon was 51-60 cm of water. Cystoscopy previously shows incomplete coaptation of the urethra with the sphincter activated. The sphincter appeared to cycle normally. The pseudo capsule was open with the cutting mode of the cautery. The location of the cuff, which was placed as proximal as possible given his prior surgery is in such a location that there does not appear to be much room for a distal tandem cuff. The tubing going to the cuff was shorted after emptying the cuff, and the sphincter was deactivated. The tubing was cut at the level of the previously located quick connect. The cuff was then removed. The urethra appears healthy with no erosion. The urethra was remeasured and measured under 4 cm. A new 4 cm cuff was prepared and then placed. The tubing was trimmed and reconnected with the quick connect device in the usual fashion. This was done after placing an additional 2.5 ml of saline in the reservoir using the sphincter pump to transfer the fluid. The tubing was inspected and was connected tightly. The sphincter was cycled several times and appeared to operate properly. This appeared to have a better fit around the urethra.